Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the reported event could not be conclusively determined through this evaluation. Information provided in the patient outcome reported the patient expired, with the cause listed as end of life. The device was not explanted and no device related issues were reported. Despite multiple attempts, no further information was provided. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through patient outcome that the patient expired and the cause is end of life. There were no reported device issues. No additional information was provided.

Manufacturer narrative:
Section d1: correction. Section a4, b5: additional information.

Event description:
It was reported that the patient was in hospice care prior to expiration.